Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported that the display appeared orange. The device was in clinical use. There was no patient harm. The hospital biomedical engineer evaluated the device and determined the screen was readable and fully functional, but the hue was orange. Screen calibration was performed, which resolved the issue. The device passed performance verification testing and was released for clinical use.